Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the pipeline shield flow diverter was prepared per the instructions for use (IFU) and implanted into the basilar artery with no issues. Post-procedure angiography showed successful implantation of the device. Dual antiplatelet therapy (dapt) was administered, and the platelet reactivity units (pru) level was unknown. Three days after the procedure, the patient was discharged home. Upon returning home, the patient declined, full stent thrombosis occurred and the patient died.